Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device top right button was slow to respond, and excessive pressure needed for it to operate. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: manufacturing plant address, city, and zip code updated. D9: date returned to manufacturer: 07-mar-2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a peeled downstream occlusion (dso) seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed testing following the repair.